Event description:
The clinician reports the implant was inserted (B)(6)2018 in ada 31. Details of surgery: implant surface not completely covered with bone. On (B)(6)2019, non-osseointegration was verified. No product was returned to the manufacturer. There were no reported patient injuries or complications.